Event description:
Additional information was received that the patient had experienced pain following the implant procedure and the effusion was discovered. No intervention was performed at the time and the pain and effusion subsided. At the next follow-up, fifteen days later, the patient noted having shortness of breath and an ultrasounds revealed a more significant effusion and emergency drainage was performed. The device was explanted. The patient is in stable condition.

Event description:
It was reported that the patient experienced an effusion following the implant procedure of a leadless pacemaker (lp). The lp was explanted.

Manufacturer narrative:
Visual inspection showed that the outer and inner helix lengths were within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted; the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.